Event description:
Reported due to foot break found during testing and investigation. Report received from analysis of the perclose proglide device that the foot was broken and not returned with the device. It is unk whether the pt experienced any adverse events; however, no adverse events were reported. Although requested, additional info was not available.